Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during creation of the flap in the right eye, there was vertical gas breakthrough at the 12 o'clock position. Also, per the surgeon, the flap was thinner than expected. While the flap thickness was set to be 90 microns, the flap measured between 48 to 58 microns. There is no known patient impact. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause could not be identified conclusively. A possible reason for the vertical gas breakthrough in this case could be the combination of thin intended flap (90 um), inhomogeneous applanation, and insufficient canal venting. (B)(4).